Manufacturer narrative:
The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ibp/ temp pc board. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ibp/ temp pc board. The ibp/ temp pc board was replaced and the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed the daily operational check for failing to chare the battery. There was no patient involvement.